Manufacturer narrative:
The fse was unable to reproduce the issue. Philips is unable to determine the cause as the reported symptom could not be reproduced.

Event description:
It was reported to philips that the device had an ECG issue. The device was evaluated by a philips fse who further clarified that when the device was turned on there was a solid red x followed by an audible chirp with a shock equipment malfunction inop message. No patient involvement or negative patient impact was reported.